Event description:
Pt was admitted for abdominal pain, rule out intra-abdominal adhesions. Had laparoscopic lysis of adhesions; excision of large ovarian cyst. During procedure suture needle broke and small laparotomy had to be performed for removal of needle.